Manufacturer narrative:
The investigation for the reported delivery issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The root cause of delivery issue is determined to be patient condition because flow no flow was achieved even after long time.

Event description:
The complainant reported a patient was attempted to be implanted with an impella 5.5 device for mechanical circulatory support. During implant, delivery issues were encountered. The cutdown was performed in standard fashion. During patient support, the attempted arterial access presented without flow for over an hour. Attempt to implant impella 5.5 was unsuccessful. Procedure was ultimately aborted with no harm to the patient.